Event description:
The facility reported a pump with failure code 812:02. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary: the reported condition of failure code 812:02 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that this failure code was caused by a faulty shuttle motor in the pump head mechanism. The pump head mechanism was replaced.